Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A f/u medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was initially reported that the zimmer ats 1200 tourniquet failed. Additional clinical info states that due to the device issue, the opinion of the operating room staff is that the delay was responsible for the patient having a seizure on the surgical table. There was a delay of approx. 30 minutes as a result and there is no info provided regarding any alternate device that may have been used to complete the surgery.